Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for (B)(4): distal conductor fracture (overstress). Additional findings of distal conductor distorted blood in/on helix mechanism and damaged at implant. Analyst comment that lead was received with helix fully retracted. When the helix was retracted during the procedure, the is-1 connector pin was turned an excessive number of times, resulting in distortion of the distal conductor within the connector. Full lead returned and analyzed.

Event description:
It was reported that at implant attempt the helix of the lead would not "come out properly" even with multiple attempts. The lead was replaced and no patient complications were reported as a result of this event.